Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned monitor cable resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the cable was in good condition and passed continuity test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the monitor cable was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. When the cable on the surgeon monitor, the display was lost. This was also reported as no video. A cable anomaly was suspected. The issue resolved after rebooting the system. The cable was replaced. No complications were reported/anticipated.